Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported a dissection occurred. A percutaneous transluminal coronary angioplasty was being performed. The de novo target lesion was located in the left circumflex (lcx) artery. A 2.75 x 28 promus premier select drug eluting stent was deployed in the lcx. Following stent deployment, a dissection was noted at the distal edge, which was confirmed with angiography. A 2.75 x 12 promus premier select drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.